Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. The customer's blood glucose reading was 123 mg/dl at the time of incident. Troubleshooting assisted customer in performing a displacement test which failed. The customer also received 2 consecutive motor sensor test failures during the displacement test. The customer was advised to rewind the pump however, due to the alarms, the rewind could not be performed. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor error alarm and unable to perform any test due to the motion sensor alarm. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and cracked battery tube threads.